Event description:
The clinician reports the implant was inserted on (B)(6) 2017 in ada 30. Details of surgery: primary stability not achieved. On 2023-11-06, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.